Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tubing going into the cassette of the connect pump set got disconnected and leaked all over including the pump. There was no patient harm reported.

Manufacturer narrative:
Additional information: h2, h3, h4, h6. Investigation summary: the customer reported the tubing going into the cassette of the connect pump disconnected and leaked all over including the pump. There was no patient harm reported. . A device history record review of the reported lot number was unable to be completed as the lot number provided is invalid. Trend analysis was completed for the device failure and a trend was not identified. Three (3) used samples were returned for evaluation. Visual inspection and functional testing performed confirmed the line detached from the cassette. The root cause was identified as manufacturing related; the tubing diameter was not within specification which caused the detachment. An investigation for the extrusion process of tubing lines exists and corrective actions are underway/complete. No further action is required at this time and this confirmed product issue will continue to be monitored and trended.